Event description:
The customer reported via phone call they had excessive no delivery alarm. Customer's blood glucose was 400 mg/dl. The customer was treated with bolused through insulin pump. Customer reports that the alarm was resolved by a complete set change. The customer was advised to call when the alarms occurs in order to troubleshoot. The customer was advised that we would replaced some sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.